Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image upon angulation issue was confirmed, however, the root cause of the issue could not be determined. The event can be detected/prevented by following the instructions for use section below: -inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of no image was confirmed. An additional issue with the light guide tube was that it was discolored and stiff, which was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during a therapeutic procedure, the deflectable videoscope display screen would go black during angulation. The intended procedure was completed with a similar device without delay. There was no report of patient harm associated with the device.